Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and became unconscious, cause was unknown. Reportedly, an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit. The customer was treated with intravenous fluids of saline. The customer was discharged on (B)(6) 2024 with no permanent damage. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.